Event description:
The pt reported that his infusion device shuts down without error or alert messages. He stated the infusion device does not properly display the a2 (battery low), e2 (battery depleted), or e7 (electronic) errors. No physiological effects were reported. No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.